Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease (flat), yellow biological tissue and cloudy.

Event description:
Health professional reported left side "capsular contracture" and "retromalleolar cyst in both breasts." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.2., d.7., h.4., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown and seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "capsular contracture" and "retroareolar cyst in both breasts." This record is for left side. The device remains implanted.